Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient measured his blood glucose with the accu-check guide link meter resulting in 32.5 mmol/l and 30.2 mmol/l at 9:36 pm. A 5-unit correction dose was due via their insulin pump. About an hour later, at 10:47 pm, subsequent readings showed a decline to 5.7 mmol/l and then 4.9 mmol/l. Emergency action was taken, and the patient consumed bread and honey. Customer was using expired test strips.

Manufacturer narrative:
Correction in h6: the codes were updated/added to better reflect the investigation result.